Event description:
It was reported that the patient has been experiencing problems with this inflatable penile prosthesis (ipp), as it never worked as expected because of inflation issues. A revision surgery has not been set yet. And there were no patient complications reported.

Event description:
It was reported that the patient has been experiencing problems with this inflatable penile prosthesis (ipp), as it never worked as expected. A revision surgery has not been set yet. And there were no patient complications reported.

Manufacturer narrative:
Date of event: date of event is an approximate.